Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of a 528235 visistat 35w 6/box for investigation. Visual examination was performed with and without magnification. The stapler was returned engaged. There were 35 staples remaining in the cover block. Three staples were misaligned at the front, preventing any staples from firing. There was no clear evidence of biological material on the sample. Dimensional testing was performed on the forming tool due to the tab being bent upon disassembly. The keyence microscope was used to collect these measurements. Drawing was used for dimensional analysis specification values. The forming tool tab height measured 0.07115", the specified range of 0.111" 0.006" per drawing. This indicated that the forming tool tab was out of the specification values. Functional testing could not be performed on the stapler due to the misaligned staples at the front of the cover block. The stapler was disassembled, and the forming tool was observed to be defective. Minor die casting anomalies were discovered on the forming tool. It was discovered that the forming tool tab was bent inward. No other defects were discovered on the stapler. Device history record review investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in was used for dimensional analysis to ensure part specifications were met. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Functional testing could not be performed on the complaint sample, due the jammed staples. The device was disassembled, and it was discovered that the forming tool tab was bent inward. Dimensional analysis was performed on the stapler, and it was observed to be out of specifications and defective. (B)(4) was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".